Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet. A mitraclip xtw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, while retracting the lock line, resistance was encountered, and a knot was observed on the lock line. The physician was able to untie the lock line. The clip was deployed, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.